Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.

Event description:
(B) (4). It was reported that during a coronary artery stenting treatment procedure, a myocardial infarction (mi) and death occurred. The target lesion was located in the left anterior descending. The vessel reference diameter was 2.3mm and the target lesion length was 16mm with a 99% percent stenosis. Direct stenting was not attempted. A non bsc balloon catheter was used and a 2.25x20mm liberte stent was implanted. The procedure was technically successful. Residual stenosis was 0%. The patient experienced a mi during the procedure. The patient was on anticoagulant therapy and clopidogrel at the time of the mi. The same day the patient had cardiac death, related to mi. No additional information provided.